Event description:
Additional information received indicating the programmer was operating with the updated software upgrade at the time the longevity discrepancy was discovered.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number 2017865-2023-20896. It was reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. It is unknown if the programmer was running the updated software version at the time the longevity discrepancy was discovered. The patient¿s pulse generator was explanted, however, it is unknown if the device had reached elective replacement indicator (eri) level. No patient complications have been reported as a result of this event.

Event description:
Additional information was received indicating that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. The patient¿s pulse generator was explanted prior to reaching its elective replacement indicator (eri). No patient complications have been reported as a result of this event.